Manufacturer narrative:
H4: the lot was manufactured from may 26, 2020 - may 27, 2020. H10: two (2) actual samples and eleven (11) companion samples were received for evaluation. Unaided visual did not identify any abnormalities that could have contributed to the reported condition. Additional inspection was performed which revealed that the clamps were difficult to close on both actual samples and one (1) companion sample. The reported condition was verified. The cause of the condition is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were not working. This issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.